Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction alarm, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if necessary, and technical support arranged replacement pump with updated software.